Event description:
During attempted implant, the set screw could not be tightened with the torque wrench. A different torque wrench was used; the pin of the device was missing. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular setscrew was fully stripped and contained septum material inside its hex cavity. The damage to the setscrew was consistent with having occurred during the procedure.